Event description:
The patient was implanted with a left ventricular assist device. The patient had previously experienced a cerebrovascular accident (cva) on (B)(6) 2014 and a transient ischemic attack (tia) on (B)(6) 2015. The patient experienced another tia on (B)(6) 2015. During the tia, the patient experienced right sided visual field loss and difficulty moving the right leg per emergency medical services. The patient was given plavix and the issues resolved and the lactate dehydrogenase levels decreased. There were no issues with the vad parameters and the patient's inr was 2.8. The patient had been made status 1a on the transplant list on (B)(6) 2014 following the cva on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device: 10 months.no further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
A direct correlation between (B)(4) and the reported cva (cerebrovascular accident), tias (transient ischemic attacks), and elevated ldh could not be determined; however, the instructions for use lists stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on (B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.